Manufacturer narrative:
The complaint of leaks on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
Event occurred regarding a microclave¿ clear neutral connector where it was reported that ICU medical freestanding needleless connector had blood outside fluid channel. No reported patient harm.